Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the buttons harder and more than once to respond and had to rewind more than once per prime. The customer's blood glucose level was unknown at the time of the incident. The insulin pump battery had to be changed out batteries more frequently and the battery cap was worn down. The device will not be returned for analysis.